Manufacturer narrative:
Device eval summary: device eval of belt (B)(4) has been completed. Upon eval, the belt failed the pulse lead hi-pot, fall-off, and te recognition tests. The cause of the test failures is a defective msp 430 16-bit low power mcu u713 component and an exposed pulse wire in the distribution node (dn) pca. The cause of the defective u713 is out of tolerance pins 38, 39, and 43. The root cause of the out of tolerance pins cannot be positively identified. The root cause of the exposed pulse wire cannot be positively identified. No adverse event resulted from the defective component. The last pt to use the electrode belt did not report any deficiencies.

Event description:
Review of service data detected a reportable problem. During servicing, electrode belt sn (B)(4) failed incoming functional testing. The last pt to use this electrode belt did not report any deficiencies.